Event description:
Information received regarding the explanted device notes that the patient exhibited symptoms of perforation of the myocardium. When attempts to reposition the lead were unsucessful, the lead was replaced.